Event description:
During a left atrial fibrillation procedure, it was reported that while the physician was mapping, he was struggling to engage the right inferior pulmonary vein (ripv) with the lasso nav eco catheter. The physician determined that the catheter deflection mechanism was broken and stuck in a deflected position; this was confirmed on carto system and x-ray. It was also determined that the catheter loop was caught around the shaft of itself and could not be pulled back into the sheath without extra force. The physician spent time maneuvering the catheter and using the ablation catheter which was also in the left atrium (la) to attempt to disengage the loop from the shaft. The physician eventually got the lasso catheter back into the sheath and removed it from the patient without any complications to the patient. The lasso catheter was replaced and the case continued without any further complications. Due to this event reported, this complaint became reportable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during a left atrial fibrillation procedure, it was reported that while the physician was mapping and struggling to engage the right inferior pulmonary vein (ripv) with the lasso nav eco catheter. The physician determined that the catheter deflection mechanism was broken and stuck in a deflected position; this was confirmed on carto system and x-ray. It was also determined that the catheter loop was caught around the shaft of itself and could not be pulled back into the sheath without extra force. The physician eventually got the lasso catheter back into the sheath and removed it from the patient without any complications to the patient. The lasso catheter was replaced and the case continued without any further complications. Upon receiving, the catheter was visually inspected and found in good physical condition. Per the complaint, the catheter was tested for deflection and failed. Afterwards, the catheter was dissected and the puller wire was found broken (detached) from the t bar. However, the catheter was not stuck in a deflected position since the puller wire was broken and the distal section of the catheter can¿t be tightened at all. In addition, it remains unknown how the lasso loop got caught due to the deflection mechanism was not working anymore and the distal portion of the catheter relaxes by itself. Most likely the catheter was initially over deflected, the lasso got caught in the shaft and then the puller wire broke. However, this is not conclusive. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint in regards of the deflection mechanism was confirmed. However, the root cause of the entanglement between the lasso loop and the shaft remains unknown.